Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during manual prime. The customer's most recent blood glucose reading was 231 mg/dl. The customer performed troubleshooting and after assembling a new infusion set found that insulin still did not exit. The customer tried a new reservoir and insulin finally exited the tubing. The customer was advised that the alarm was caused by a reservoir occlusion. The customer's infusion set and reservoir was replaced.